Event description:
The customer reported falsely decreased hemoglobin (hgb) and neutrophil absolute (neu#) results generated on the alinity hq analyzer for multiple patients. The analyzer was also generating an error code 3678 (atmospheric waste full). The following data was provided: customer¿s reference range for hemoglobin: 120 to 160 g/l; neutrophil#: 2.0 to 7.5 x 10e9/l. Patient 2: sid (B)(6) (75-year-old male): on (B)(6) 2024, (B)(6), initial hgb result = 68.7 g/l. On (B)(6) 2024, (B)(6), repeated hgb result = 71.1 g/l. Corrected hgb result = 115 g/l. Patient 4: sid (B)(6) (54-year-old female): on (B)(6)2024, (B)(6), initial hgb result = 87.1 g/l, on (B)(6) 2024, (B)(6), repeated hgb result = 78.1 g/l, corrected hgb result = 154 g/l. Patient 5: sid(B)(6) (65-year-old female): on (B)(6)2024, (B)(6), initial hgb result = 66.6 g/l, on (B)(6) 2024, (B)(6), repeated hgb result = 72.8 g/l, corrected hgb result = 106 g/l. Patient 8: sid (B)(6) (59-year-old male): on (B)(6) 2024, (B)(6), initial hgb result = 77.2 g/l; initial neu# result = 0.208 x 10e9/l, on (B)(6)2024, (B)(6), repeated hgb result = 84.8 g/l; neu # = 1.20 x 10e9/l (invalid data with x), corrected results: hgb = 136 g/l; neu# = 0.83 x 10e9/l. Patient 9: sid (B)(6) (56-year-old male): on (B)(6)2024, (B)(6), initial hgb result = 72.3 g/l, on (B)(6) 2024, (B)(6), repeated hgb result = 86.5 g/l, corrected hgb result = 151 g/l. Patient 10: sid (B)(6) (67-year-old female): on (B)(6)2024, (B)(6), initial hgb result = 74.8 g/l, on (B)(6)2024,(B)(6), repeated hgb result = 76.5 g/l, corrected hgb result = 119 g/l, there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed fluid remaining in incubation cups, and the atmospheric (atm) waste was full. After removing the waste subsystem, the fsr observed the check valve had become ruptured which impaired the vacuum, letting waste buildup and not drain. All 5 check valves in the waste subsystem were replaced to resolve the complaint issue. Quality control runs, backgrounds and precision tests passed. A review of tracking and trending of the product list number and complaint activity did not identify any trends for the alinity hq instrument with regards to the current issue. The device history record was reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity hq processing module, serial number (B)(6), was identified.

Event description:
The customer reported falsely decreased hemoglobin (hgb) and neutrophil absolute (neu#) results generated on the alinity hq analyzer for multiple patients. The analyzer was also generating an error code 3678 (atmospheric waste full). The following data was provided: customer¿s reference range for hemoglobin: 120 to 160 g/l; neutrophil#: 2.0 to 7.5 x 10e9/l. Patient 2: sid (B)(6) (75-year-old male): (B)(6) 2024 seq (B)(6) initial hgb result = 68.7 g/l. (B)(6) 2024 seq (B)(6) repeated hgb result = 71.1 g/l. Corrected hgb result = 115 g/l. Patient 4: sid (B)(6) (54-year-old female): (B)(6) 2024 seq (B)(6) initial hgb result = 87.1 g/l. (B)(6) 2024 seq (B)(6) repeated hgb result = 78.1 g/l. Corrected hgb result = 154 g/l. Patient 5: sid (B)(6) (65-year-old female): (B)(6) 2024 seq (B)(6) initial hgb result = 66.6 g/l. (B)(6) 2024 seq (B)(6) repeated hgb result = 72.8 g/l. Corrected hgb result = 106 g/l. Patient 8: sid (B)(6) (59-year-old male): (B)(6) 2024 seq (B)(6) initial hgb result = 77.2 g/l; initial neu# result = 0.208 x 10e9/l. (B)(6) 2024 seq (B)(6) repeated hgb result = 84.8 g/l; neu # = 1.20 x 10e9/l (invalid data with x). Corrected results: hgb = 136 g/l; neu# = 0.83 x 10e9/l. Patient 9: sid (B)(6) (56-year-old male): (B)(6) 2024 seq (B)(6) initial hgb result = 72.3 g/l. (B)(6) 2024 seq (B)(6) repeated hgb result = 86.5 g/l. Corrected hgb result = 151 g/l. Patient 10: sid (B)(6) (67-year-old female): (B)(6) 2024 seq (B)(6) initial hgb result = 74.8 g/l. (B)(6) 2024 seq (B)(6) repeated hgb result = 76.5 g/l. Corrected hgb result = 119 g/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier/a2-age at time of event/a3a-sex: sid (B)(6) (75-year-old male), sid (B)(6) (54-year-old female), sid (B)(6) (65-year-old female), sid (B)(6) (59-year-old male), sid (B)(6) (56-year-old male), sid (B)(6) (67-year-old female). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.